Event description:
It was reported an issue with the device. The logs show error codes 245.3020, 211.2000, 210.2040.5, 210.5020. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an issue with the device. The logs show error codes 245.3020, 211.2000, 210.2040.5, 210.5020. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the channel error was confirmed based on the review of the logs; however, the probable cause of the error codes could not be identified only through the log review and no devices were returned for investigation. According to the bd practice consultant site visit summary, the following equipment was found to have some damage. The door assembly of the pump module s/n (B)(6) was intermittently getting stuck when opening it. The pump module sn (B)(6) had the membrane frame with stain. In the pump module sn (B)(6) was found that the pivot screw was backing out. In the log review it was found that the pump module sn (B)(6), from january 27 at 11:06 pm to january 28 at 9:53 pm, presented error code 245.3020.0 five times and error code 244.3020.0 three times, both of which indicate the same failure =bad_unpowered_state_failure. The pump module sn (B)(6), from january 27 at 1:36 pm to 2:36 pm, presented error code 211.2000.0 failure=comm_failure nine times, error code 210.2040.5 failure=comm_unexpected_response_failure fifty two times and the error code 242.4030.0 failure=motor_stall_failure. The pump module sn (B)(6), from january 28 at 9:39 am, presented an error code 210.5020.0 failure=peripheral_version_response _failure. Per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. Laboratory testing could not be performed; device/product was not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel error was found due to error code 245.3020.0 (bad unpowered state failure), error code 244.3020.0 (bad unpowered state failure), error code 211.2000.0 (comm failure), error code 210.2040.5 (comm unexpected response failure), error code 242.4030.0 (motor stall failure) and error code 210.5020.0 (peripheral version response failure). The probable cause of the error codes could not be identified only through the log review and no devices were returned for investigation.